Event description:
This was the second coil to be used in the embolization of an ophthalmic artery aneurysm in moderately tortuous anatomy. The physician repositioned the microcatheter and re-deployed the coil into the aneurysm. As the first loops of the coil were being deployed, the microcatheter kicked back out of the aneurysm. An attempt was made to retract the coil back but, the physician encountered strong resistance, "somehow it got stuck in the aneurysm". The coil became stretched and the proximal end was in the aortic arch. A carotid wall stent was placed in the common carotid artery "so that the end of the coil could not get into the distal cerebral branches." It was reported "no pt complication happened. Good clinical outcome."